Event description:
Patient blood culture turns positive and is processed. Results of molecular testing indicated both a staph and candida tropicalis organisms. The gram stain was positive for staph but not yeast. The cls reviewed previous reports and discovered that two other blood cultures on different patients had been reported with yeast and strep earlier. Further investigation determined that this specific lot number of pediatric blood culture bottles were contaminated from the vendor and falsely indicated the presence of yeast.